Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va08h1d, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated they fell once in the winter 2015 and that was taken care of for lead revision. Went in and redid wire to the left side. It was noted that fell and lead was changed. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Event description:
The patient stated they fell once in the winter 2015. The device was not working and they had a lead revision to the left side. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.